Manufacturer narrative:
(B)(4). Date sent 10/23/2023. D4 batch #. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, when firing, the stapler made a loud sound, some staples remained in the rail and others were free. The steps for the shot were carried out without problem, but the stapler did not make the cut. The surgeon decided to use a new stapler using the same anvil, this second shot did not have any problems. The surgery was delayed due to the reported event. The procedure was successfully completed. There were no patient consequences.